Event description:
It was noted during post-op visit that the left l1 setscrew was dislodged. Pt required further surgery to replace the setscrew. Pt was reported to be obese implanted with hardware from l1-s1. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Torque wrench was returned for eval. Testing confirmed that the device is functioning within spec. The loosening of the setscrew does not appear to have been related to the torque handle used in the case. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.